Event description:
Customer alleged the chair collapsed under her during first use. Minor injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model pro basics 202, serial number/date code (B)(4). The age of the product is unknown. The consumer is a female whose height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the pro basics 202 shower chair allegedly collapsed from under her upon the first use. The consumer allegedly sustained an abrasion on her left elbow and a bruise to her left thigh. The shower chair has been replaced. The 202 shower chair is being returned to invacare for an inspection and evaluation.